Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion, the dilator backed out of the sheath when the clinician attempted to advance it through the patient's skin and into the vessel. There was no patient death or complications reported. Follow up information states no skin nick was performed. The dilator almost falls out the back as it does not lock.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the dilator is backing out of the sheath upon insertion could not be confirmed. An opened, unused kit was returned. It contained a 14 ga x 4" peel-away sheath/dilator assembly. The assembly was inverted and the dilator remained inserted into the sheath. The two components remain together by a friction fit of the dilator in the sheath tabs. A light tug on the dilator did not affect the secure connection. When a little more force was applied the dilator unlocked and could be removed from the sheath. The outside diameter of the step at the base of the dilator hub designed to snap into the sheath was measured at 0.149 inches. This meets the diameter specification of 0.149 - 0.151 inches per dilator graphic. The device history records were reviewed and did not reveal any manufacturing related issues. A review of the change history for the last two years for the finished good, sheath and dilator did not reveal any changes that would affect the fit between the sheath and dilator. The probable cause of the dilator backing out of the sheath could not be determined based upon the information provided and without the actual complaint sample. No further action will be taken.